Event description:
The affiliate reported that there was external crf leakage during and external ventricular drainage procedure. It was also noted that there was an external tear on the tubing system. Risk of infection was noted.

Manufacturer narrative:
Upon completion of the investigation it was noted that the tubing and connectors were visually inspected, glue traces were found, and it was noted that the tubing was deformed as it looked like the sliding claps were closed and when opened they could have pulled the tubing out of the connector. This however could not be confirmed. A crack was noted in the needle free port, it seems as if someone has used atypical force to unscrew the fixed connection. It should be noted that this particular port does not come apart. The device was tested for leaks and no other tears or defects were found. The current quality inspection for these assemblies is established to 100% being tested for leaks and blockages. A review of the history device records was not possible as the lot number was not provided. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.